Event description:
It was reported that the patient presented with chronic back pain and recalcitrant lower extremity pain as well as numbness. The patient was diagnoses as lumbar spondylosis, stenosis, and radiculopathy. The patient underwent spinal surgery consisting of: decompressive l4-l5 and superior s1 laminectomies. Decompressive medial facetectomies of right l4-5 and l5-s1. Complete decompressive left l4-5 and medial left l5-s1 decompressive facetectomies, bilateral foraminotomies at l4-5 and s1. Transforaminal lumbar interbody fusion at l4-5 and l5-s1 with staxx biomedical peek cages, rhbmp-2/acs and local autograft. Posterior interfacet fusion right l4-5 and bilateral l5-s1 with rhbmp-2/acs and local autograft. Bilateral pedicle screw segmental instrumentation at l4-5 and s1 with pedicle screws and rods. During the procedure it was noted that the patient had hard bone, and severe stenosis at l4-5 and l5-s1 secondary to facet and ligament hypertrophy and massive herniated nucleus pulposus; a partially calcified disk at l4-5 and l5-s1 and a disk encased in scar at l5-s1. No complications were reported during the surgery. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was provided.

Manufacturer narrative:
Concomitant products : staxx biomedical peek cages, legacy pedicle screws and rods (implant: (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.